Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deflation difficulties were encountered. The avf (arteriovenous fistula) being treated was located in the antebrachium. The symmetry balloon was inflated to 15 atm's. The physician noted that upon deflation, it took very long to deflate. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "good". Additional information was requested.